Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital for extraction of the implantable cardioverter and right ventricular lead due to infection. Upon interrogation, reduced sensing amplitudes and loss of capture were observed on the right ventricular lead. X-ray imaging confirmed the lead was dislodged. The system was explanted successfully, and the patient was in stable condition following the procedure.